Event description:
It was reported the patient was over diuresed causing volume depletion. A right heart catheterization was performed on (B)(6) 2022 to confirm the validity of the pressure sensor readings. The sensor readings matched the readings from the right heart catheterization and the sensor was not recalibrated. Review of the patient data network on (B)(6) 2023 confirmed the sensor baseline was increased by 2.6mmhg on (B)(6) 2023. Additional information has been requested.

Event description:
Additional information received 23jan2023 confirmed the baseline code adjustment of 2.6mmhg was performed during the right heart catheterization procedure that took place (B)(6) 2022 however the baseline adjustment was not transmitted to the patient data network until (B)(6) 2023.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.